Manufacturer narrative:
Vyaire file identification: (B)(4). Technical support has received the log files and video sent by the customer. According to the technical support this is a known issue with partially driven lines most likely caused by a manufacturing quality / soldering issue (head-in-pillow effect). The configuration of the touch controller with software (B)(4) and lower is then leading to a blocked touch screen. Therefore, the touch screen is sometimes not reacting on user touch inputs. The issue can temporarily be resolved with a restart of the machine. This unit is in scope for field safety corrective action (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 touch screen was not reacting during inspection. At this time, there is no information regarding patient involvement associated with the reported event.